Event description:
Asr revision to take place on (B)(6) 2011. Asr xl acetabular system - left hip. Reason(s) for revision: component loosening.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2017: email notification from (B)(4) received. There is no new information added that changes the MDR decision. Updated part and lot information. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ asr revision to take place on (B)(6) 2011 asr xl acetabular system - left hip reason(s) for revision: component loosening - acetabular cup update: head, stem and sleeve product details received (B)(6) 2012. Update: acetabular cup loosened, confirmed (B)(6) 2012. Update (B)(6) 2017: email notification from kennedys received. There is no new information added that changes the MDR decision. Updated part and lot information. This complaint was updated on: (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.